Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a warning on the right ventricular (rv) lead due to low impedance and polarity switch. The clinic disclosed that the lead has stabilized itself for now but that the lead is failing. The lead remains in use. No patient complications have been reported as a result of this event.